Event description:
Caller reported that a cartridge alarm 20 had occurred. There was no adverse impact to the customer¿s blood glucose level. Despite cts assisting with loading a new cartridge, the issue persisted. Cts arranged for the replacement of the pump, and the customer was advised to use mdi as a backup therapy to ensure insulin delivery. Cts provided instructions for handling the existing pump and steps for using the replacement pump, which was shipped without a signature requirement, and included updated software. The customer acknowledged all guidance provided and agreed to return the problematic pump using the supplied return box and pre-paid label within 10 days.